Event description:
Revision due to pseudotumor and metallosis. Surgeon noted that the cup seemed loose and was easy to revise.

Manufacturer narrative:
No 510(k) number provided because this implant is not sold in the us to be implanted for this indication; it is currently sold in the us under a different part number. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.